Event description:
Boston scientific relieved information that during that shortly after the implant procedure this patient was rushed to the hospital due to a pneumothrax. A chest drain was applied which made the pneumothrax worse. The chest drain was once again used which resolved the patients condition. No further adverse patient effects were reported. The patient was awaiting discharge.

Manufacturer narrative:
Should additional information become available this investigation will be updated.